Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 540 mg/dl. The customer was also suffering from a urine infection. The customer's sister stated that the event was not related to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.